Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, artmt100092301 ver. A, "the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects."

Event description:
On(B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for an off-label use in the native aortic valve to treat aortic regurgitation in a patient with an implanted lvad. The device was successfully implanted and the patient was moved to the ICU. About 12 hours post-implant, the device embolized to the lv. The treatment plan for the patient is unknown. The patient is reported to be stable.

Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for an off-label use in the native aortic valve to treat aortic regurgitation in a patient with an implanted lvad. The device was successfully implanted and the patient was moved to the ICU. About 12 hours post-implant, the device embolized to the lv. The embolized device was not retrieved from the patient and remained in the lv as there was no patient impact. On an unknown date, the patient died due to complications of ar and the lvad. Per the physician, the occluder did not contribute to the patient's death.